Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced alternating high and low glucose levels while using the ilet and performed a factory reset; the user increased the target to address recurrent lows and treated hypoglycemia with oral glucose. Symptoms included hypoglycemia, hyperglycemia, fatigue, muscle weakness, and drowsiness. Outcomes included medication required to address the event and otherwise no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and specific device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.